Event description:
Olympus was informed that during a total laparoscopic hysterectomy (tlh) procedure, the tip of the probe broke off. The broken piece was recovered in the suction irrigation device. The user facility reported no pt injury. All related components are in risk analysis at the hospital.

Manufacturer narrative:
Olympus followed up with the reporter via telephone and in writing to obtain more info regarding this report but with no result. The device referenced in this report was not returned to olympus for eval. The exact cause of the user's experience could not be conclusively determined at this time. If add'l info becomes available at a later time, this report will be supplemented. This report is being submitted as a medical device report in an excess of caution.